Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that the suspected cause of high threshold was due to the patient's condition. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A set screw mark on the terminal pin which was noted to be in the correct location. A body fluid contamination was noted in the helix area. The lead passed tests. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.